Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs in relation to the reported hyperglycemic event and hospitalization for diabetic ketoacidosis (dka) beginning on (B)(6) 2026. The complainant reported persistent hyperglycemia despite multiple infusion set changes and later identified insulin leakage from the cartridge/tubing assembly during hospitalization. Device engineering logs were reviewed and no malfunction alerts, factory resets, motor errors, or occlusion alerts were identified. A dexcom g7 sensor was in use during the event. Review of device logs confirmed the ilet continued to request and deliver insulin in response to cgm glucose values and that high glucose alerts were triggered and acknowledged appropriately. Unless cgm glucose readings were below 80 mg/dl or the cartridge was empty, insulin delivery requests continued at regular intervals. No evidence was identified indicating inaccurate insulin delivery relative to delivery requests. Based on the available information, the reported event is most consistent with leakage associated with the cartridge/tubing/infusion set assembly rather than a malfunction of the ilet pump. The device behavior observed in the engineering logs was consistent with intended operation. The reported issue could not be confirmed as an ilet device malfunction. A device history record (DHR) review was conducted, confirming that the device passed all manufacturing release criteria for distribution. There were no issues identified during the review that would have impacted this event.

Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 460 mg/dl following insulin delivery via the ilet system. The user was transported to the hospital by a caregiver where the user was diagnosed in diabetic ketoacidosis and treated with insulin therapy and discharged (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.